Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the back end light guide bundle, scratches on the uc sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the universal cable and light guide adapter. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope's light beam was dark. The issue occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.